Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. The patient uses tandem tslim in hybrid closed loop and experienced unconsciousness. On (B)(6) 2024, the spouse called an ambulance. The cgm was reading an unremembered high value and the blood glucose reading by emergency medical service (ems) was 42 mg/dl. The patient was treated with glucagon in the ambulance and again in the emergency department (ed) with a 2nd loss of consciousness episode. She was taken to the intensive care unit (ICU) and discharged 3 days later. The patient was fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.